Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). After installing the battery tester the unit shows low power battery sign and no key function due to corroded battery tube compartment noted. Pump passed displacement test.

Event description:
Information received by medtronic indicated that the insulin pump rejected new battery put in from time to time. Insulin pump was lost settings during battery change and had to reset date and time. No harm requiring medical intervention was reported. The device was returned for analysis.